Event description:
The article, "mitral transcatheter edge-to-edge repair in patients with advanced heart failure: a single-center experience and insights into anatomical and clinical determinants of procedural complexity", was reviewed. This research article is a retrospective single-center experience to evaluate the clinical outcomes of mitral valve transcatheter edge-to-edge repair (m-teer) in a cohort of patients with advanced heart failure and to identify anatomical and clinical features potentially associated with increased procedural complexity. The device included in the study was mitraclip. The article concluded that m-teer was feasible and safe in select patients with advanced heart failure. [The primary and corresponding author was pedro castilhos de freitas crivelaro, interventional cardiology, hospital de clínicas de porto alegre, porto alegre, rio grande do sul, brazil, with corresponding e-mail: pcfcrivelaro@gmail.com.] This study included patients with advanced heart failure and moderate-to-severe or severe mitral regurgitation (mr) who underwent m-teer from 01 february 2021 to 28 february 2025. A total of 13 patients were included in the study, all of which received an abbott device. The median age was 58 years. The majority gender was male. Comorbidities included diabetes, chronic kidney disease, atrial fibrillation, chronic obstructive pulmonary disorder, heart failure, ischemic mitral regurgitation, and previous acute myocardial infarction and stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip delivery system were reported in a research article in a subject population with multiple co-morbidities including diabetes, chronic kidney disease, atrial fibrillation, chronic obstructive pulmonary disorder, heart failure, ischemic mitral regurgitation, and previous acute myocardial infarction and stroke. Complications reported included heart failure, unexpected medical intervention (transplant), hospitalization/prolonged hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.